Event description:
It was reported that during a moderately tortuous, moderately calcified, mid, right coronary artery stenting procedure, pre-dilatation was done three times. During advancement of a xience v, resistance was met with calcification and the xience v was removed with no damage found on the stent. The xience v was advanced into the anatomy again and met resistance again in the same area becoming stuck with the calcification. Although there was resistance met with removal, the xience v was successfully removed out of the patient and the distal end of the stent was found to be flared. A promus stent crossed and successfully completed the stenting procedure. There was no adverse patient impact or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was reviewed. There was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. The lesion was described as moderately calcified, moderately tortuous, and 99% stenosed, which likely contributed to the reported failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy. The stent implant likely became damaged as a result of interactions with the lesion and/or accessory devices as the device was withdrawn from the anatomy and reinserted. It should be noted that the japan xience v instructions for use states an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. There is no indication of a product quality deficiency.